Event description:
It was reported that the right atrial (ra) lead was noted with undersensing. The lead remains in use.no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-58 implantable pacing lead (B)(6) 2012. (B)(4).